Event description:
Complainant alleged that the clinicians were treating a patient, who had coded. The clinicians retrieved a set of stat pads multi-function electrodes from the crash cart and opened the electrode packaging in preparation of applying them to the patient, but upon opening the package they observed that there were no electrodes contained in the wrapping. The clinicians then obtained another set of electrodes from the supply and continued patient treatment. There was no indication from the complainant of any adverse effect on the patinet as a result of the reported malfunction.